Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that a monopolar curved scissors (mcs) instrument was stuck in the arm 1 and could not be removed. During the call, the entire cannula with the instrument was pulled out. Tse then explained possible causes, including the carriage catching while removing the stuck instrument, a bent instrument tip, or the tip cover becoming caught, and requested that the user check the condition of the instrument tip. Tse further advised that, if no issues were found, the instrument should be reattached to the arm to confirm its usability. The tse reviewed the system error log and confirmed the occurrence of error 22028 on arm 1 after the mcs instrument became stuck, and the system was reported to be functioning normally following removal of the instrument. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the instrument and cannula were removed together because the jaws would not close, and the reporter confirmed that the port incision was not enlarged to facilitate removal. The reporter stated that there was no physical damage to the instrument, no fragment fell into the patient, and therefore no fragment retrieval was required. It was further reported that the instrument was replaced with a backup to continue the procedure, that the part and lot number of the affected instrument were unknown, and that the instrument did not collide with any other instrument or tool during the procedure. The reporter also indicated that, to date, the instrument had not been returned and was not available for evaluation.